Event description:
Evaluation of the rigid video laparoscope revealed dents on the edge, fiber breakage, low light transmission, dirt on the objective unit, and leakage from the video cable and light guide boot. No patient involvement was reported.

Manufacturer narrative:
The device was returned for inspection. Based on the results from the investigation, the cause of the reported malfunctions is likely due the device becoming worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.